Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported discrepant blood glucose results within 10 minutes. Measurements with aviva expert: at 22:14h 12.3 mmol/l; at 22:18h 26.9 mmol/l. Approximately ten minutes later, he did a measurement with his aviva nano meter and the result was 6 mmol/l. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. The same vial of test strips was used for all blood glucose tests.